Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that previously noise was seen on the rv lead which resulted in inappropriate anti tachycardia therapy (atp) at the most recent follow up noise was once again seen the right atrial and right ventricular (ra) and (rv) leads. No inappropriate shocks or asystole were noted. It was also noted that the shock impedance measurements were high and out of range. The physician is waiting to replace the system when the device battery had depleted. It was also noted that the left ventricular (lv) lead has had chronically high pacing thresholds. No adverse patient effects were reported.